Event description:
During insertion of the iab in the femoral artery using an introducer sheath, the balloon became stuck in the sheath and could not be advanced. As a result of this, the sheath and iab were removed as a unit. There were no pt complications.